Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of being hospitalized for low blood glucose of 20 mg/dl and that the pump settings may not be correct. Customer indicated that the pump was worn during a medical procedure. Troubleshooting assisted customer with pump programming and the displacement test passed. Customer requested to be transferred to the carelink department.